Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d1 ICD, implanted: (B)(6) 2015; product ID: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) and rv coil impedances. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.